Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy for atrial flutter. During device check, the lead was observed to be dislodged. The lead was repositioned. The patient was stable after the procedure.

Manufacturer narrative:
.